Manufacturer narrative:
A follow up report will be filed upon completion of the plant investigation.

Event description:
A peritoneal dialysis (pd) pt reported a fluid leak. During treatment the pt discovered fluid leaking from the connection between his pt connector and his stay safe extender. The set was retained for analysis. During follow up the pt's pd nurse reported the pt did not have any signs of infection. The pt reported that his effluent has remained clear. He was not prescribed any antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.